Manufacturer narrative:
Results - a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Conclusions - users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. The gore excluder aaa endoprosthesis instructions for use (IFU), states: adverse events that may occur and / or require intervention include but are no limited to; endoleak, aneurysm enlargement. Additionally, the IFU states "the gore excluder aaa endoprosthesis instructions for USA (IFU) specifies "patients should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion."

Event description:
On (B)(6) 2010, this patient underwent endovascular repair for an abdominal aortic aneurysm 64mm in diameter and was implanted with gore excluder aaa endoprostheses, featuring the c3 delivery system. The patient tolerated the procedure. On (B)(6) 2013, the patient underwent super selective catheterization of the inferior mesenteric artery (ima) and entrance into the sac was attempted via the ima but not successful due to the micro catheter having inadvertently pierced the aortic sac, no onyx was performed and the patient was discharged. The physician reports the aneurysm sac has increased 1 cm in size over the past year.